Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the battery life was short on the insulin pump. The father stated the battery was lasting for four days on the insulin pump. It was found the customer changed the battery the day prior and it was down to two bars. The customer's blood glucose was 72 mg/dl. It was confirmed that the battery did not last for more than one week on the insulin pump. The father stated the customer did not perform excessive button pressing. The customer was advised they would be sent a replacement battery cap. The insulin pump will not be returned for analysis.